Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2017 with blood glucose unknown. Customer was treated with insulin IV and IV fluids. Customer reported that prior to going to the hospital, blood glucose was 498 mg/dl. The customer experienced symptoms such as vomiting.the customer was wearing the insulin pump during the hospitalization. Customer reported that while hospitalized, battery was removed from insulin pump. After hospital release, customer attempted to reconnect insulin pump and found that pump was not communicating with transmitter. After troubleshooting, communication was restored. Customer declined troubleshooting for high blood glucose.